Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due an unspecified medical reason. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.